Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, the first 3 firings were completed with no problem. On the 4th firing, the nurse connected the reload to the handle, the jaws could open but they could not close. They tried to re-connect the reload to the handle, however the status was same. It was replaced by new device, and the procedure was continued. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.